Event description:
It was reported that double beep no cassette was experienced.

Manufacturer narrative:
B5: additional information received on 11-jul-2022 via email and attached to complaint object: these issues occurred during testing and the date of the event is unknown.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals intact. There was evidence of fluid ingression and damage to the device. There was evidence of high pressure recorded in the error in the event history log. Customer problem double beep no cassette was duplicated during the investigation. Fluid ingression was found on the downstream sensor which caused the double beep - no cassette attached error. For corrective action the it was recommended that the downstream occlusion sensor be replaced. The root cause of reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter (B)(4). Product is beyond 13 years from manufacture date of 2009-06 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400 d5 is unknown. No information has been provided to date. E4 is unknown. No information has been provided to date.